Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, a needle retraction issue occured. The sensor was inserted at the abdomen on 12/30/2018. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported needle retraction issue could not be determined. A root cause could not be determined.